Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that a data error alert occurred. Customer's blood glucose level (bg) ranged between 400-600 mg/dl and customer went to the ER. Customer addressed bg level by changing pump supplies and receiving an insulin drip. Customer's bg level was 432 mg/dl upon leaving the emergency room. Reportedly, the customer had manual injections as alternate insulin therapy.